Event description:
It was reported that a balloon rupture and detachment had occurred. A percutaneous coronary intervention was being performed on a severely calcified and severely tortuous lesion in the right coronary (rca) artery. The 3.25mm x 15mm emerge balloon had been inflated to 20 atmospheres for two seconds. The physician believed the burst to have occurred due to a limestone spur that was present in the vessel. The balloon was withdrawn into the guide catheter and removed. It was noticed that the balloon was torn into two piece, both of which were contained inside the guide catheter, therefore no components were left inside the patient. The procedure was successfully completed without further issue or patient injury.

Manufacturer narrative:
Device returned to manufacturer: the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed the tip was missing. There was a longitudinal tear 10mm long starting at the proximal end of the balloon and a circumferential tear 10mm distal of the proximal end of the balloon. The inner shaft was stretched down for 5mm starting 23mm from the proximal marker band. The shaft was separated 3mm distal of the distal marker band. The distal portion of the balloon and tip of the device were missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture and detachment had occurred. A percutaneous coronary intervention was being performed on a severely calcified and severely tortuous lesion in the right coronary (rca) artery. The 3.25mm x 15mm emerge balloon had been inflated to 20 atmospheres for two seconds. The physician believed the burst to have occurred due to a limestone spur that was present in the vessel. The balloon was withdrawn into the guide catheter and removed. It was noticed that the balloon was torn into two piece, both of which were contained inside the guide catheter, therefore no components were left inside the patient. The procedure was successfully completed without further issue or patient injury.